Event description:
Edwards has learned that a 19mm aortic valve (model unknown) was explanted after an unknown implant duration. Pre operative diagnosis is prosthetic aortic stenosis.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: there is insufficient information to conduct a device history record (DHR) review as no serial number was provided and the model number/name remains unknown. No response has been received to our emails and phone call requests for copies of medical records and requests for additional information regarding this event. Implant date remains unknown; therefore, the implant duration is unknown. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received by our sales rep and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.